Event description:
The patient was implanted with a left ventricular assist device (lvad). The study coordinator reported that the patient was found at home, unconscious on the floor with audible alarms and neither of the two batteries were fully engaged. Emergency medical services (ems) was called, the batteries were re-connected and the patient was taken to the hospital and admitted for observation. Per the study coordinator, none of the components had failed; the reported event appeared to have been most probably due to patient error.

Manufacturer narrative:
The patient was discharged home and remains ongoing on lvad support with no further issues reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.